Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-dec-2023. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00786 and 3008114965-2023-00787. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was observed that as seen in the photo included in the complaint, the stent was no longer attached to the delivery system, and this was not returned for evaluation. No anomalies or defects were observed on the delivery wire or the introducer. The delivery wire was inspected under the microscope and no defects or anomalies were observed. The distance between the delivery wire tip and the reference marker was measured, and it was confirmed to be within specifications. The issue reported regarding the stent component being prematurely deployed was confirmed since the delivery wire was returned with the stent no longer connected to it. However, the dimensional analysis performed showed no issues that could have resulted in the premature detachment of the stent. Due to the limited information available, a root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The stent component might have gotten lost sometime during the post-operative handling or decontamination of the device since this was shown in the provided picture. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028666. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that multiple factors could cause product failure. The instructions for use (IFU) does contain the following recommendations: do not partially deploy the stent from the introducer. Confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00786 and 3008114965-2023-00787. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the complaint device, a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200 / 8028666) was delivered into the concomitant microcatheter, a 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). When the stent passed through the microcatheter tip, it was released in the patient prematurely without intention. The physician removed the microcatheter from the patient and used a guidewire to withdraw the stent. A new stent was used as replacement to complete the procedure using the same concomitant microcatheter. The procedure was reportedly prolonged by approximately 30 minutes. There was no report negative patient impact reported. A photo was included in the complaint. On 08-nov-2023, additional information was received. The information indicated that the patient is a 56-year-old male with hypertension and a history of cerebral infarction. A continuous flush was maintained through the microcatheter. The information confirmed that the ¿physician removed the microcatheter first and used a guidewire to withdraw the stent out.¿ there was resistance encountered during the advancement of the stent in the concomitant prowler select plus microcatheter. The stent / stent delivery system did not appear damaged. The replacement stent was a 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800). The information confirmed there was no allegation of any patient injury or complication. The physician did not consider the 30-minute procedure extension to be clinically significant; the 30-minute duration was used to remove the stent from the patient. On 10-nov-2023, additional information was received. Per the information, it was confirmed with the cerenovus representative that the procedure was an angioplasty procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one photo accompanied the complaint file shows the stent already detached from the unit and both ends can be noted as completely flared. The rest of the device is not observed in the photo. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8028666. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a stent released prematurely was confirmed based on the detachment condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00787. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.